Manufacturer narrative:
The field service engineer could not find an issue. He ran a precision check with results within range. The investigation did not identify a product problem. The cause of the event could not be determined. The initial calibration on (B)(6) 2022 failed, but subsequent recalibrations were acceptable. The provided qc recovery was acceptable. The analyzer alarm trace contained abnormal aspiration errors as well as sample clot detection, sample foam detection, and sample probe: abnormal aspiration errors. These are indicators of possible poor sample quality.

Event description:
There was an allegation of questionable igm-2 tina-quant igm gen.2 results from the cobas pro c 503 analytical unit. The samples were initially tested and the results were reported outside of the laboratory. When qc performed afterward failed, the assay was recalibrated, qc was repeated, and the samples were repeated on (B)(6) 2022. The repeat results were believed to be correct and corrected reports were issued. (B)(6). The reagent lot number was 56223201 with an expiration date of 31-may-2023.